Event description:
It was reported that this tachy lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. This lead will be returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this tachy lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. This lead will be returned. Additional information indicated that the physician had trouble connecting the adapter to extend the helix and opted to use a new lead instead.